Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to a micro-dislodgement. The physician attempted a similar lead but because of patient anatomy the lead would not position well. There were no adverse patient events reported. The hospital retained the device.